Manufacturer narrative:
(B)(4). An adverse event related to the implanted device did not occur; however, since this event was previously reported, it must remain reportable. The device was not returned for evaluation. A review of the lot history record identified could not be performed, as the lot number for the device was unknown and could not be provided. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of mr appears to be related to patient morphology/pathology (disease progression). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was provided: it was reported that it was unspecified how many clips were implanted during the initial procedure. On an unknown date, the patient presented with recurrent mr. The initial clips were confirmed to secure on the leaflets and there was no chordal or leaflet damage. In the physicians opinion, the recurrent mr was due to progression of disease. Since this event was reported, it will remain reportable. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of implant - estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was successfully performed in (B)(6) 2010, to treat mixed mitral regurgitation (mr). On (B)(6) 2018, eight years later, an additional mitraclip procedure was performed to treat grade 4 mixed mr. One clip was implanted, reducing mr to 1-2. No additional information was provided.